Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported complaint of generator faults was confirmed. Errors 1-71, m-02-3, and c-34 displayed during power up.

Event description:
It was reported that during a da vinci-assisted surgical procedure that erbe generator faulted. The issue also occurred prior to the start of the procedure as well. The intuitive surgical inc. (Isi) technical support engineer (tse) viewed the onsite logs and found errors c-82, 2-71, and c-71 on the erbe generator. The tse recommended locating a force triad generator and energy activation cable. The procedure was completed with no reports of patient injury. At this time, it is unknown if the procedure was completed with the erbe generator or the third-party generator. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the erbe generator faulted, an investigation is in progress to determine the cause of this reported event. An intuitive surgical inc. (Isi) field service engineer (fse) replaced the erbe generator to resolve the reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable due to the following: it is unknown how the issue with the erbe generator was resolved during the procedure. An isi fse went on site to investigate the reported issue and replaced the erbe to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.